Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated u by kotex click super tampon came apart and pieces remained inside the body. Consumer was able to remove all pieces. She consulted with medical professional.